Event description:
(B)(4). This unsolicited case from united states was received on 13-dec-2017 from nurse this case concerns female patient (age unspecified) who received treatment with synvisc one and later after unknown latency had pain like feeling like childbirth. Also, device malfunction was identified for the reported lot number. No past drugs, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose, indication, expiration date: not reported; lot number: 7rsl021) in one knee. On an unknown date in 2017, latency unknown, patient had pain like feeling like childbirth but it never stopped. It was reported that the patient did not engage in activities such as jogging or tennis soon after the injection (prior to injection). Corrective treatment: not reported for both events. Outcome: not recovered for both events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 20-dec-2017: this case concerns two patients who has received synvisc one injections from the recalled lot and later had pain like feeling like childbirth. The event is temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross reference with case ID: (B)(4) (cluster) this unsolicited case from united states was received on 13-dec-2017 from nurse. This case concerns an (B)(6) year old female patient who received treatment with synvisc one and later after 2 days, patient eventually could barely walk or get up and down and had pain like feeling like childbirth/knee was painful the day after/pain kept getting worse. Also, device malfunction was identified for the reported lot number. The patient's medical history was significant for increased knee pain and swelling (prior to injection). No past drugs, concomitant medication or concurrent condition was provided. The patient had no known drug allergy. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021; expiration date: 31- may-2020) in one knee for osteoarthritis right knee. On (B)(6) 2017, 2 days after receiving synvisc one injection, the knee was painful (the day after which was expected), patient's pain kept getting worse each day, eventually could barely walk or get up and down. Since the same day, the patient had pain like feeling like childbirth but it never stopped. It was reported that the patient did not engage in activities such as jogging or tennis soon after the injection (prior to injection). It was reported that the events were ongoing corrective treatment: not reported for all the events outcome: not recovered for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 18-jan-2018. Global ptc number was added. Additional information was received on 06-feb-2018 from the nurse. The patient's age was added. The additional event of "eventually could barely walk or get up and down" was added with details. The event term was updated from "pain like feeling like childbirth" to "pain like feeling like childbirth/knee was painful the day after/pain kept getting worse". The suspect product therapy start date of synvisc one was updated from (B)(6) 2017 to (B)(6) 2017, additionally its dose, expiry date and indication was added. The event onset date of "pain like feeling like childbirth/knee was painful the day after/pain kept getting worse" was updated from 2017 to (B)(6) 2017. The patient's medical history was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 6-feb-2018: the follow up information does not change previous case assessment. This case concerns two patients who has received synvisc one injections from the recalled lot and later had pain like feeling like childbirth. The event is temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.